Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Clinical adverse event received for swelling around the hip, metalosis, and adverse reaction to metal debris with fluid collection event is serious and is considered moderate. Event is possibly related to device. Date of implant:(B)(6) 2012, date of event:(B)(6) 2022, (right side). Treatment: revision of the liner.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-ray evidence were reviewed and cannot be determined the metal wear condition reported. No issues were identified in the evidence provided, therefore, the allegation cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5, h6 health effect - clinical code.

Event description:
Clinical note from (B)(6) 2022 notes the patient is 18 years out from a right hip arthroplasty and has been having some mild increasing symptoms of swelling and pain. Radiographs are reported to show minimal osteolytic changes. The clinical impression is that the patient appears to be having an adverse reaction to metal debris.